Event description:
It was reported that the patient's left hip was revised due to the neck of the stem breaking (break occurred at the junction of the shoulder and neck of the stem). Intra-operatively, metal debris was noted in the joint, and major trunnion wear was observed. The stem, head and liner were revised to a restoration modular stem construct, new femoral head, adm/ mdm poly insert and mdm metal liner. Rep confirmed that no further information will be released by the hospital or surgeon.

Manufacturer narrative:
An event regarding crack/fracture and wear involving an unknown citation stem was reported. The event was not confirmed. Method & results: -product evaluation and results: material analysis, visual, functional and dimensional inspections could not be performed as the device was not returned. -clinician review: no medical records were received for review with a clinical consultant. -product history review: not performed as the lot number was not provided. -complaint history review: not performed as the lot number was not provided. Conclusions: the exact cause of the event could not be determined because insufficient information was provided. Further information such as return of the device, pathology reports, pre- and post-operative x-rays and the revision operative report as well as patient history and follow-up notes are needed to complete the investigation for determining root cause. No further investigation for this event is possible at this time. If devices and/or additional information become available to indicate further evaluation is warranted, this record will be reopened.